Manufacturer narrative:
The following fields were updated due to corrected information: h.6. Imdrf annex g grid: g04069 hose. H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). Problem statement: customer reported complaint of liquid leaking from the vicinity of the p2 pump, leakage of biohazard was not contained within instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 12jan2020 to date 12jan2021. Complaint trend: there are 5 complaints related to the issue of leaking of biohazard in the vicinity of the p2 pump; date range from 12jan2020 to 12jan2021. Manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of biohazard not contained within the instrument was due to disconnected fluidics lines. In addition to the issue of the waste leakage, the customer suspected that the instrument¿s inoperable p2 pump was worn due to the leakage. The fse (field service engineer) found the source of the leakage to be before the waste line close to the p2 pump, and replaced the p2 priming pump (pn 641925) and a barb instrument assembly (pn642160). They then readjusted the waste lines and ran a cst check performance test. No parts were requested for evaluation as the replaced parts were not returnable and were discarded. After the repair the instrument was tested and was performing as expected. The exact cause for the leakage was not identified, but considering the risk documents and replaced parts, it is suspected to be due to worn fittings or loose/worn waste line tubings. Although the leakage of biohazard has the potential for injury and contamination, no customer or bd personnel came in direct contact and was thus not harmed due to the issue. The leakage was not under pressure and did not significantly increase the risk of exposure. The results were captured prior to any diagnosis decision and was reported to bd as not expected. The customer confirmed that though patient samples were used, they were not used in any treatment due to the leakage and didn¿t harm the patient in any way. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date:(B)(6) 2013. Defective part number: 641925 - pump priming p2 main system . 642160 - barb insr assembly 1/4-28ftg.17 barb ppl. Work order notes: subject / reported: liquid leakage . Problem description: liquid leakage. Work performed: I have confirmed the phenomenon. There was evidence of liquid leakage from the back of the cart. Also, since the p2 pump was not operating, from the connection part of the p2 pump. There is a possibility that the p2 pump has failed due to liquid leakage. We have replaced the p2 pump. I re-fixed the bundle of tubes. We carried out cst cheak performance. We checked the operation and confirmed that there was no problem. The operation is good. Cause: liquid is leaking from the back of the cart and there may be a problem with the unit behind the cart. Solution: I have confirmed the phenomenon. There was evidence of liquid leakage from the back of the cart. Also, since the p2 pump was not operating, from the connection part of the p2 pump. There is a possibility that the p2 pump has failed due to liquid leakage. We have replaced the p2 pump. I re-fixed the bundle of tubes. We carried out cst cheak performance. We checked the operation and confirmed that there was no problem. The operation is good. Returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks . Potential failure mode: 4.1.1 tubing failure . Potential effect(s) of failure: 4.1.1.2 decrease in pumping efficiency. No sheath . Potential cause(s)/mechanism(s) of failure: waste fitting leaks . Current controls: pump compensates for leaking . Recommended actions: n/a . Severity: 8 . Occurrence: 4 . Detection: 1 . Rpn: 32 . Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks . Potential failure mode: 4.1.2 not connected . Potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart . Potential cause(s)/mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart . Current controls: user observation of leak . Recommended actions: 1. Install bypass regulator to limit pressure. 2. Replace knf pump by hargraves pump . Severity: 8 . Occurrence: 4 . Detection: 1 . Rpn: 32 . Mitigation(s) sufficient yes no . Root cause: based on the investigation results the root cause of the leakage of biohazard not contained within the instrument was due to a disconnected fluidics line. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument and p2 pump failure was due to a disconnected fluidics line. The fse confirmed the issue of the leakage and the failing p2 pump, and replaced the pump, waste line connector, and readjusted the waste lines. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: leakage. Please confirm the safety check below. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination or bleach? No. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Unknown. 5. Did biohazard leak before or after waste line? Unknown. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto¿ ii biohazardous waste leaked outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: leakage. Please confirm the safety check below. Did biohazard leak before or after waste line? Before waste line was the waste mixed with decontamination or bleach? No please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No.